Manufacturer narrative:
It was reported that a patient underwent a procedure with a carto® 3 system. It was reported that while mapping in an ablation procedure, there was a map shift. The map and the catheter shifted, and the landmarks were no longer located in the same area. No error messages were observed on carto® 3 system. The shift was not measured; however, it was enough to build a new map. No cardioversion nor patient movement occurred prior to the map shift. No patient consequence was reported. Device evaluation completed on (B)(6) 2020. The biosense webster, inc. Field service representative reported that case support was completed by biosense webster, inc. Representative. During the next 5 cases, no map shifts were reported. The system is in service and ready for use. Data related to the reported issue was sent to the device manufacturer. The issue was investigated at the device manufacturer. It was found that the map shift was caused due to alternate metal conditions creating mismatch between data acquired. The change in metal causes a change in the catheter position without any compensation from the back patch. The change in the catheter position is very abrupt and hence cannot attribute to catheter movement. Further, it is synchronized with a change in chest patch position and metal levels which is further indication on a shift due to metal levels change. As this change of location is a metal effect and does not reflect the real anatomy, previously acquired fast anatomical mapping and data points shall not coincide with current acquired data, hence creates a map shift. System is operational. A manufacturing record evaluation was performed for the carto 3 system # 11562, and no internal actions related to the reported complaint condition were identified. An internal corrective action has been opened to investigate map shifts. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carto® 3 system and a map shift occurred with no error message, no cardioversion performed nor patient movement. It was reported that while mapping in an ablation procedure, there was a map shift. The map and the catheter shifted, and the landmarks were no longer located in the same area. No error messages were observed on carto® 3 system. The shift was not measured; however, it was enough to build a new map. No cardioversion nor patient movement occurred prior to the map shift. No patient consequence was reported. The reported map shift with no error message, no cardioversion performed nor patient movement was assessed as a MDR reportable malfunction.